Event description:
A surgeon reported having a pt with unexpected postoperative refractions two and one half years following bilateral intraocular lens (iol) implant surgeries. Follow up info was received from the surgeon's technician, who reported that lasik was performed on this eye and visual acuity is now 20/20. There are two medical device reports associated with these events; this report is for the right eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicate the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested 08/11/2011 by fax, mail and phone. Additional info was received 08/11/2011 by phone. A blank questionnaire was returned 08/17/2011. (B)(4).